Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the touchless intermittent catheter leaked. User stated that when the tubing was pulled up, urine leaked out of the bag and would not stay sealed. Also stated that the tubing and the bag was separated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the touchless intermittent catheter leaked. User stated that when the tubing was pulled up, urine leaked out of the bag and would not stay sealed. Also stated that the tubing and the bag was separated.